Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. Distributor reported that during the night, the patient woke up and began to vomit. The patient checked his blood glucose, which was at 22mmol/l. Patient did not wake his parents but was up several times during the night, as he was not feeling well. Patient took an extra bolus dose with his insulin pump. In the morning, the patient was still not feeling well and was taken to the hospital by a parent. Patient's ketone level was at 5.7 when he arrived at the hospital. Distributor contacted the hospital and spoke to a nurse, who confirmed that the patient was feeling better, but was still hospitalized. The patient had a reported blood glucose value of 16.8 mmol/l. Nurse also communicated that the patient would be spending the night at the hospital and that during testing, there was no receiver alarm sound. At the time of contact, the patient was okay but was still hospitalized. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.